Event description:
Surgeon implanted a lens. The lens haptic hung up on the tip of the cartridge causing the haptic to break upon insertion into the eye. The lens was cut into pieces to remove from the eye without enlarging the incision. No patient injury. The injector model that was used was a msi-tm and the cartridge model that was used was a aq cartridge fp. The facility was unable to provide the injector and cartridge lot numbers.